Manufacturer narrative:
Bacterial contamination reported.

Event description:
Customer reports that the device has had two water samples taken for mycobacterium testing after a patient had repeating trips to the or with a sternal wound which is believed to be caused by mycobacterium fortuitum. They have not identified that any of our devices were used on said patient, and tested the water for posterity. One sample was taken on (B)(6) 2019, which resulted in a positive identification of mycobacterium chelonae and was taken by a swab from the device's water tank drain. The second sample was taken on (B)(6) 2019, and tested positive for an unknown mycobacterium pending identification. The customer states that cleaning procedures are performed twice a week, using 8.25% clorox bleach. The customer's water source and other water-based devices were tested and came back negative. The unit is also reported as having a leak or condensation issue which they would like addressed.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports they have tested our device for mycobacterium and came up positive. They are unsure if the device was used on a patient. After a follow-up, the customer stated that the potential source of the contamination came from an accompanying device. The device went through an internal water pathway replacement and was tested afterwards. According to lab results, the cfu count was within the acceptable limits.

Event description:
Customer reports bacterial contamination.